Manufacturer narrative:
(B)(4). Date sent: 5/5/2020, batch #t5ay94. The analysis results showed that one gst60t cartridge reload was returned unfired with 10 double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure, the cartridge could not be inserted into the body. There were no patient consequences reported. No additional information is available at this time.